Event description:
The reporter contacted animas on behalf of her son (the pt) alleging that the pump was not responding to button presses. She claimed that the keypad was intact and that the pump was not exposed to water.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the button contacts were observed to be inverted and were not always springing back. The keypad also appeared to be intact with no lifting or peeling. There was no reported pt impact associated with this complaint.